Event description:
Person #1 approx (B)(6) female died at (B)(6) from a pulmonary embolus on (B)(6) 2012. She was a dialysis pt at (B)(6) at (B)(6). Approx 3 months ago she had received a hero graft for dialysis access at (B)(6) which was used only a few times before it clotted off. Person #2 is also a pt at (B)(6), a (B)(6) male, who received a hero graft from (B)(6) recently. He presented (B)(6) at the (B)(6) with severe swelling on the opposite arm up to and including his face. He was sent to the (B)(6) ER for eval. Pt #3 is an approx (B)(6) dialysis pt at (B)(6) who recently received a hero graft from dr (B)(6) at (B)(6) in (B)(6). In (B)(6) 2012, swelling of the graft arm ensued and she was hospitalized for several weeks, at (B)(6) and the graft was removed. She is presently an inpatient at (B)(6) and is in poor condition. Person #4 was a (B)(6) dialysis pt who received a hero graft in (B)(6) and dialyzed at the (B)(6). His graft clotted several times when I still worked there and I heard that he died late last year or early this year. I have been a rn working in dialysis since 1988 and I have never before seen a string of events such as this in my career and feel strongly that the hero graft should be quickly investigated. Unlike a regular graft access which can have a clotting event that pt can survive, the hero graft can clot from the arm clear up to the right atrium, presenting a rather easy pathway for it to travel to the lungs. In addition, these events tend to be dispersed over several facilities and I am not sure they have been reported by the institutions involved, so I am making an appeal to see if something can be done. Thank you, (B)(6), rn, (B)(6). Also see report numbers mw5025558, mw5025560 and mw5025561. Dates of use: (B)(6) 2009 - (B)(6) 2012.